Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test, and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The drive support disk was found slightly loose. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. The pump was also received with a minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was below 20 mg/dl on friday night. Caller stated that the customer was in the tub. The customer's blood glucose was 35 mg/dl this morning. Customer's blood glucose was 140 mg/dl when the call was made. Customer has been experiencing many low blood glucose readings for the past few weeks and has even taken the insulin pump off for a while per health care professional's instructions. Customer's current blood glucose is 128 mg/dl. Customer treated with food. Caller stated that the customer also has down syndrome as well. Customer treated for the low blood glucose level on friday with apple juice. Caller stated that the customer has flown 3 times in 3 months. The last time the customer flew was last august and she went through the full body scanner. Customer took the pump off afterward due to low blood glucose levels. Customer was advised that the pump will need to be replaced.